Event description:
Patient was seen by physician (B)(6) 2011 for a corneal abrasion/infection in the left eye. Patient was then seen by another physician for 7 consecutive office visits between (B)(6) 2011. Patient was given medications and antibiotics since onset of event. Over the course of the follow-up visits, patient symptoms of pain, light sensitivity, visual acuity, intraocular pressure and pseudomonas corneal ulcer os were reported. Symptoms and size of ulcer fluctuated between improving and worsening. At last follow-up visit, the physician recommended an nsaid prescription. Patient was directed to continue vigamox. Coopervision follow-up with physician on (B)(4) 2013. It was noted: patient discontinued lens wear, white corneal opacity temporally in the left eye, corneal scar is stable and pseudomonas confirmed.

Manufacturer narrative:
No investigation was done on the device as it was not returned to the manufacturer. Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event.